Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an intermittent power issue. It was reported that the pump shut off during basal delivery. There was no reported damage to the pump. The reporter stated they were not aware of when the battery cap was last changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/13/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/23/2014 with the following findings:the complaint could not be duplicated on investigation. A review of the pump¿s black box data revealed no evidence of power issues. A battery cap was not returned with the pump. The battery compartment was found to be undamaged and without evidence of moisture ingress. A test battery cap could properly secure to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issues, alarms, or warnings. There was no evidence of damage or defect to the pump¿s internal components. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.